Event description:
Related manufacturing reference number: 2017865-2021-30598. It was reported that the patient presented with fractured right atrial and right ventricular leads. The leads were explanted and replaced. The patient was in stable condition.